Event description:
The reporter stated the surgeon inserted a three piece collamer lens model number cq2015 and after the lens was inserted the surgeon noticed the lens was torn. The lens was removed without patient injury. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.